Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was examined and this showed the air detector sensor was visibly broken. The device was found to have damage in multiple areas. The reported issue was confirmed; the air detector sensor did not work.

Event description:
It was reported the device "air sensor" was not working. No adverse effects reported.